Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset, ensuring the malfunction code did not recur. Customer was able to continue using the pump and was advised to call back if the malfunction code appeared again.